Event description:
After pulling the blue wrapped pack (anterior hip pack) out of the clear packing a streak of what appeared to be dried blood was found on the sticker that keeps the blue wrap together. The pack was taken to the quality office. New pack obtained. This occurred prior to the patient entering the operating room.